Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated to customer service that the screw that attaches the camber to the frame of the chair is seized.